Event description:
Caller reported that the battery of the t:slim x2 pump would not charge, and the pump screen was dark. Various troubleshooting steps were taken, including using different charging cables and wall adapters, but the issue persisted. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was informed about using manual insulin delivery as a backup. The customer was advised on returning the faulty pump and was scheduled to receive a replacement with updated software.